Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported the patient was experiencing a transmitter failed error. However, after further review this is a non-reportable complaint with the patient actually claiming pairing failure. The report bears no information to be deemed a reportable complaint making this a non-reportable event.